Event description:
The manufacturer received information from a philips service technician that a vent inoperative error displayed during preventative maintenance on a trilogy evo device. The device was not in patient use at the time of this issue. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device evaluated by philips service technician. The device evaluation found a that after a software upgrade was the screen characters had disappeared or were displayed in english, and the device could not operate. The philips service technician confirmed the "vent inop" alarm sounded after performing the removal and attachment of the detachable battery and internal battery. The philips service technician observed error code therapy held in boot monitor in the device's error log. The philips service technician evaluated and determined the software upgrade had caused the issue to occur on the device. The philips service technician reperformed the software upgrade to address this issue. Additional findings not related to the malfunction/issue was the philips service technician finding dirt contamination found on the flow sensor, in-line filter, and proximal and low flow o2 tubing. The philips service technician replaced the device's flow sensor, in-line filter, and the proximal and low flow o2 tubing to address these issues. The philips service technician found damage to the vanity cover and internal battery door. The philips service technician replaced the device's vanity cover and internal battery door to address these issues. After performing the software upgrade and replacing the parts, the philips service technician performed the final and run-in tests, along with the battery and valve checks on this device. The philips service technician found the device to be operating properly and cleaned the device.